Event description:
It is reported that the surgeon was using reamer glenoid on power when it caught and bound. Then it broke. The threads for the reamer remain in the reamer shaft.

Manufacturer narrative:
Eval summary: the surgical technique recommends reaming by hand. This type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. Also, power reaming may have caused the straight driver to seize, subsequently breaking the glenoid reamer. This device has etching which states "no power reaming on glenoid". However, the exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.